Manufacturer narrative:
This incident occurred outside the united states (ous). The ous customer obtained an elevated (> 99th percentile) atellica im high sensitivity troponin I (tnih) lot 111 for one patient sample that was lower (< 99th percentile) when retested with an alternate method (troponin t). The lower result was considered correct. It is unknown if the elevated result was reported and/or questioned by the physician. There are no allegations of patient harm, changes in treatment, or delays of diagnosis in association with this event. The assay's instructions for use (IFU) states the following, under interpretation of results: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." The IFU states in the limitations section: "samples from patients receiving preparations of mouse monoclonal antibodies for therapy or diagnosis may contain human anti-mouse antibodies (hama). Such samples may show either falsely elevated or falsely depressed values when tested with this method." "Patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay is designed to minimize interference from heterophilic antibodies." The IFU states in the definition of a high-sensitivity assay section: "troponin values must be used in the context of the patient clinical presentation. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of ami. The demonstration of a temporal rise and fall in troponin is needed to distinguish ami from troponin elevations associated with non-ami conditions, such as renal failure, arrhythmias, pulmonary embolism, chronic renal disease, myocarditis, and cardiotoxicity." Siemens is investigating.

Event description:
The customer obtained an elevated (> 99th percentile) atellica im high sensitivity troponin I (tnih) lot 111 for one patient sample that was lower (< 99th percentile) when retested with an alternate method (troponin t). The lower result was considered correct. It is unknown if the elevated result was reported and/or questioned by the physician. There are no allegations of patient harm, changes in treatment, or delays of diagnosis in association with this event.

Manufacturer narrative:
Siemens investigated an outside the united states (ous) customer complaint of a discordant elevated (> 99th percentile) atellica im high sensitivity troponin I (tnih) lot 111 result for one patient sample relative to a lower (< 99th percentile) result when the sample was retested with an alternate method (troponin t). The lower result was considered correct. Reagent related causes were ruled out based on review of quality control (qc), which showed recovery within acceptable ranges and no problems were reported with other patient samples. For troubleshooting purposes, siemens sent heterophile binding tubes (hbt) to the customer to retest the sample. The sample remained elevated when retested neat and after treatment with hbt, indicating a heterophile antibody is not the cause of the discordancy between the results. The complaint information indicates that the patient is known to have elevated values for troponin I and no further information on patient history is known. The troponin t (tnt) assay is binding to a different part of the troponin molecule than atellica tnih, which is a troponin I method. The measured concentration of ctni in a given specimen can vary between assays due to differences in assay design and methodology. Interfering substances such as drugs, herbal medications, and autoantibodies can interfere with testing based on differences in methodology. Results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings. Based on the available information, the cause of the discordant result cannot be determined. The customer is operational after routine troubleshooting of repeating the patient with an alternate troponin method. Siemens filed MDR 1219913-2025-00183 initial report on 10-oct-2025. In section h6 of this report, the investigation finding and conclusion codes were updated based on the investigation results.